Manufacturer narrative:
(B) (4).

Event description:
The pt fell. Afterward, the pt felt shocking or jolting at the lead location on his left side. When the pt flexed his body and inclined to the left, he felt stimulation changes. The pt felt shocking at 3.8 volts. He could usually increase stimulation to 4.0 volts. Impedances were within normal limits. Please see MFR. Report# 3004209178201004597. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.